Event description:
Pt suffered a burn on upper left chest due to lighted retractor which came in contact with her. "According to the doctor, the patient acquired a full thickness burn. It was white charred, and area was excised and closed with stitches. Since that happen, the cord on the retractor was changed to a 6 foot cord (metal to metal). The light source was not the issue. They think they need to turn the light source off when not in use".what was the original intended procedure?breast augmentation.device #1is this a laboratory device or laboratory test?no.